Manufacturer narrative:
Product return was not received. Product return was requested. Full evaluation will occur upon receipt of product return.

Event description:
Brush head broke in mouth [device breakage]. Case narrative: consumer e-mail stated that while brushing teeth, the brush head broke in their son's mouth. No injury was reported.

Manufacturer narrative:
17-dec-2025 product investigation results: product return was received and identified as a non-genuine oral-b product, it was not manufactured under p&g control.

Event description:
Brush head broke in mouth [device breakage]. Product counterfeit - oral-b [product counterfeit]. Case narrative: consumer e-mail stated that while brushing teeth, the brush head broke in their son's mouth. No injury was reported. Follow-up: 17-dec-2025 product investigation results. The product involved was confirmed to be a counterfeit, so the product problem will be removed from the oral-b toothbrush head refill. No injury was reported.